Event description:
Philips received a complaint by the customer on the v60 indicating that device is receiving an error pressure line error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that they found the flow sensor assembly was missing the second o ring. The customer replaced the o ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.